Event description:
Infusion pump indicated total ml delivered 4.2cc. Actually delivered 1cc to pt.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: telemetry failure. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, use of all similar devices stopped temporarily. The device was not destroyed/disposed of.